Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-05609.new information received notes that the primary reason that the ventricular lead was explanted and replaced was due to the high pacing threshold that was observed in clinic.

Manufacturer narrative:
The reported event of noise was not confirmed. A partial lead was returned in two pieces. The connector portion (a) measuring 8.5 cm and the distal portion (b) measuring 27.5 / 36.5 / 42.0 cm (outer insulation / outer coil / inner insulation and inner coil) . The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise resulting in oversensing and several auto mode switching (ams) was observed on the atrial lead. The patient was admitted for a revision. The noise could not be reproduced during the procedure. The atrial lead was explanted and replaced. A ventricular lead was removed electively due to MRI compatibility. The procedure was uncomplicated, the patient was asymptomatic before, during and after the procedure and discharged the same day.